Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens the lens was returned in liquid, in lens case/vial. Visual inspection found the lens torn into two pieces. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a cq2015a collamer three piece lens, +21.5 diopter, but the lens shredded going through the cartridge. There was patient contact but no injury.